Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, device drawings, quality control (qc) and a visual inspection of the complaint device was conducted for the purpose of this investigation. Upon visual inspection of the returned complaint device, the sheath had been separated approximately 8.5 cm from the distal tip, which is suggestive of bond, separation. The edges at the point of separation appeared smooth, and there was no evidence of material deformation or thinning. The tnrt appears to have separated from the sheath near the point of separation as well. The manufacturing controls in place are as follows: drawing for the sheath shows one bond location at 2 cm + or - 3 mm from the tip, with another bond 6 cm + or - 3 mm proximal to the first. Per qc, in-process and incoming vendor inspection flexor sheath tubing, requires a level I inspection to "insure that there is no coil separation or breakage," and a level ii inspection to "insure material is free from surface defects, bumps, bulges, and protruding coils between 5 mm proximal from proximal end of coil an 2 mm distal from distal end of coil." Also, a level ii inspection is performed to "insure good bond melt, if applicable," by visually examining the bond under a microscope. Per IFU, lists instructions for removing the sheath, which includes, "withdraw the sheath and dilator as a unit." Additionally, flexor sheaths meet the tensile requirements of the iso as shown through design verification testing. Based on the appearance of the complaint device, the root cause is related to an inadequate bond, which is manufacturing related. Based on a low risk of occurrence and a low risk of severity, no risk reduction activities are required at this time. We have notified the appropriate personnel, and we will continue to monitor for similar complaints. (B)(4). The manufacturing controls in place are as follows: drawing for the sheath shows one bond location at 2 cm + or - 3 mm from the tip, with another bond 6 cm + or - 3 mm proximal to the first. Per qc, in-process and incoming vendor inspection flexor sheath tubing, requires a level I inspection to "insure that there is no coil separation or breakage," and a level ii inspection to "insure material is free from surface defects, bumps, bulges, and protruding coils between 5 mm proximal from proximal end of coil an 2 mm distal from distal end of coil." Also, a level ii inspection is performed to "insure good bond melt, if applicable," by visually examining the bond under a microscope. Per IFU, lists instructions for removing the sheath, which includes, "withdraw the sheath and dilator as a unit." Additionally, flexor sheaths meet the tensile requirements of the iso as shown through design verification testing. Based on the appearance of the complaint device, the root cause is related to an inadequate bond, which is manufacturing related. Based on a low risk of occurrence and a low risk of severity, no risk reduction activities are required at this time. We have notified the appropriate personnel, and we will continue to monitor for similar complaints.

Event description:
Information initially provided stated the sheath became unraveled upon sheath removal. Additional information provided on (B)(6) 2015 stated that at the time of a sheath exchange, a second person held pressure. Force was used to hold pressure when sheath was pulled out. The patient did not require additional procedures nor experience any adverse effects due to this occurrence.